Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported signal loss while wearing the adc freestyle libre 2 sensor and therefore, no glucose alarm alert for a sensor scan of 3.2 mmol/l. On (B)(6) 2021, as a result, the customer had a seizure and a loss of consciousness. Emergency services were called and provided the customer with an unspecified injection and brought the customer to the hospital. The customer was then provided unspecified medical treatment by an hcp for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.